Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Synthes complaint (B)(4). Sent to depuy (B)(4) 2015, by synthes. Tpal cage has backed out. (B)(4) update to synthes (B)(6) 2015: the cage (titanium small size 10 or 11) had moved rather than backed out. During the revision surgery it was apparent that the proximal set screw in the side of the construct was loose. The patient was getting leg pain, hence the revision surgery. During the revision surgery the cage was removed and a globus expandable caliber cage (x2 plif were implanted in the t-pals place). Update (B)(6) 2015 to synthes (B)(4): pd did contact the sales consultant (B)(4) and found out that the used screw system was expedium 6.35. This is why the complaint has now been raised as a depuy spine complaint.